Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up after a ventricular fibrillation episode, interrogation revealed low high voltage shock impedance and the first therapy to treat an arrhythmia was not effective. Lead damage was suspected but was not confirmed on x-ray. Reprogramming was performed and the patient is being monitored while a lead revision assessment is performed. Additional information has been requested but not received.

Event description:
The lead was explanted and replaced. No lead damage was observed during the procedure and the patient is in stable condition.